Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a scope communication error due to a corroded toric joint and master plug caused by water leakage. It was also observed that there was corrosion on the electric contact part of the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex 3d deflectable videoscope experienced a scope communication error (b30.) The reported issue occurred during reprocessing prior to a cholecystectomy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a defect in the m-plug unit. The event was most likely occurred due to the following: continuity abnormality of the board inside the video connector due to the influence of water or moisture that has entered the inside of the device from past leak points degradation of the board inside the video connector due to handling such as the following. The system ground wire was not connected. The video connector was plugged or unplugged while the system was powered on. Dirt or moisture adhered to the video connector contacts. Non-compliance with reprocessing conditions such as autoclave. The event can be detected/prevented by following the instructions for use which state the following: "do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." "Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.